Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an insulin syringe. The customer reports that the cannula broke off in the end users skin during use. It was successfully retrieved by the end user.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.